Manufacturer narrative:
Additional information: investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: difficult to retrieve. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. 20 devices in lot. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient has reported that the filter was implanted via the right internal jugular vein, followed by a successful, difficult retrieval on (B)(6) 2019.retrieval report (successful): "...there was one primary strut of the inferior vena cava filter which had fractured and appeared to be in a posterior location abutting the spine. I thought that this fragment would be very difficult to remove and there was a fair likelihood that it would remain retained after the procedure." "Further efforts were made at snaring the tip and there appeared to be perhaps a sliver gap that might be accessible but ultimately these attempts were unsuccessful." "Through a combination of traction and guiding the 12 french angled sheath, I was able to demonstrate that I could place the tip of the filter within the sheath but the filter would not release from the sidewall". "Once this was done, I was then able to place traction and countertraction and collapse and retrieve the inferior vena cava filter. Findings: "inferior vena cava filter main body was removed with 3 primary struts and 8 secondary struts intact. The residual fractured primary strut did not appear realistically retrievable on venography and was left intact in a posterior location to the inferior vena cava...no evidence for arterial extravasation at completion of the case. Mild, non-flow limiting intimal defect in the inferior vena cava consistent with removal of longstanding indwelling inferior vena cava filter."

Event description:
Patient allegedly received an implant on (B)(6) 2010 due to deep vein thrombosis (dvt) multiple pulmonary emboli (pe) and saddle embolism. Patient is alleging migration into the abdomen and organ perforation of the aorta and spine. The patient further alleges ¿I have limited my exercise to walking only due to the awareness that parts of the ivc filter has migrated to the abdomen and aorta. No lifting or strenuous physical activity.¿ per an x-ray of abdomen (kub) dated (B)(6) 2019, ¿disruption of inferior vena caval filter with fracture of one wire component and splaying of the remaining attached components to a diameter of 5.1 cm, which would be consistent with at least partial dislodgment or caval perforation.¿ per imaging results dated (B)(6) 2019, ¿an infrarenal ivc filter is present. Some of the tines project beyond the margin of the vessel wall, 1 of which extends into the abdominal aorta and 2 others of which extend into the pancreatic head. Another extends to the right laterally into the retroperitoneum. There is also a tine which is fractured and displaced, penetrating and extending through the anterior cortex of the l3 vertebral body with its tip at the l3-4 disc space. No leak or hematoma of the abdominal aorta is seen. No evidence of pancreatitis or peripancreatic fluid collection. There is lucency around the fractured tine in the l3 vertebral body and superimposed infection cannot be excluded.¿ patient notes a vascular surgery attempt to remove the filter on (B)(6) 2019 due to ¿filter is lodged in stomach; pieces in aorta and close to spine: without furthers details.

Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) was selected for the alleged perforation. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: fracture, vena cava (vc)/organ perforation, migration, limited physical activity. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Unknown if the reported limited physical activity is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). Blank fields on this form indicate the information is unknown or unavailable. Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
'It is alleged that "[pt] received a cook celect filter on (B)(6) 2010". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.